Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that during aspiration of sheath with catheter tip inside, the air was sucked in through hemostatic valve inside the sheath. Nothing was inserted into sheath, only dilator from package. No fluid leak was observed nor air observed inside of the patient. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported.